Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine dose and concentration not reported and fentanyl 5.325mcg/ml at 1.299mcg/day via an implantable pump. On (B)(6) 2020 the healthcare provider reported that the pump was programmed to 710 mcg/ml fentanyl @ 173.28 mcg/day but was really 5.325 mcg/ml and 1.299 mcg/day. Per the healthcare provider the drug supplied from the pharmacy was different than what was ordered and this had happened for a number of refills. The clinician entered the concentration ordered versus what was supplied and when they found out, they wanted to correct the information on the programmer to display the actual concentration supplied by the pharmacy. Troubleshooting options were reviewed. Additional information was received from the healthcare provider on (B)(6) 2020 who reported that there was no issue with the pump and that this was a pharmacy issue where the drug was being changed and the healthcare provider was not aware. The healthcare provider stated this started at the patient's refill in november 2019. Per the healthcare provider the patient's pump was working fine and that there was no issue with the pump. The pump was refilled and reprogrammed with the dose and concentration from the pharmacy. The issue has been resolved with the pharmacy, the pump was programmed with the correct dose and concentration that the pharmacy supplied. The patient was doing fine. No patient symptoms and no further complications were reported or anticipated regarding the event.